Manufacturer narrative:
Concomitant medical products: 37603 dbs ipg implanted: (B)(6) 2016; 3708660 neuro extension implanted: (B)(6) 2016; 3387s-40 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation. The right atrial (ra) lead had dislodged and was found in the superior vena cava (svc). The rv lead had also dislodged and was found in the right atrium. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.